Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided /unknown. B3: date of event is not provided/unknown. D4: unique identifier (UDI) number is not provided/unknown. G4: additional 510(k) number is k101880. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant in site 14 was removed and site grafted due to infection. Symptoms as a result of the event: bone loss